Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown tomofix device. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows it is reported that lateral cortex fracture had delayed healing. Low intensity pulsed ultrasound (lipus) treatment was provided to the patient. The surgeon commented that the osteotomy line was made to low relative to the proximal tibia fibular joint. The patient has diabetes mellitus. The event was identified 3-6 months post implant. This report is for unknown tomofix small size device. This is a clinical study report from japan, a prospective multicenter study, for treatment of medial compartmental osteoarthritis grade 1-4 or osteonecrosis with tomofix small size or conservatively. This is report 1 of 1 for complaint (B)(4).